Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was over delivering insulin during bolus. It was reported that blood glucose would rise to 22 mmol/l and would give the required bolus but would not bring customer down. It was reported that the paramedics were called due to customer¿s low blood glucose of 2.1 mmol/l as customer went unconscious on (B)(6) 2019. Customer was not using the auto mode feature at the time. At the hospital it was noticed that the bolus was not calculated correctly. Customer alleged that the insulin pump was over delivering insulin. Insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. The bolus wizard feature functions properly, no bolus anomaly or active insulin anomaly noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, missing serial number label and a pillowing keypad overlay. (B)(4).